Event description:
It was reported that pump displayed malfunction code 16 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections for backup insulin delivery while technical support arranged replacement pump, provided instructions for storage mode, pump setup, and connecting continuous glucose monitor, and instructed customer to return problematic pump using prepaid label within specified timeframe, which customer understood and acknowledged.